Event description:
A surgeon reported a pt with an unexpected postoperative refraction one day following intraocular lens (iol) implant surgery. In a follow-up, surgeon reported the pt is doing better but has had some corneal problems, delayed healing and the refraction is not stable. The surgeon reported the pt is being monitored closely. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) /2011 and (B)(4) 2011 by phone, fax, and mail. Add'l info by note from the surgeon was received on (B)(4) 2011 by fax. A completed questionnaire has not been received. (B)(4).